Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The reported issue was caused by the main alarm cable harness not being fully plugged into the pcb connector. The cable harness was secured, clips checked, and the device passed pvt tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the ventilator exhibited a low-pressure alarm. There was no patient involvement, no patient injury was reported.